Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown UDI #: (B)(4).

Event description:
It was reported that a 18 g x 1 1/2 in. Bd¿ blunt filter needle broke off while drawing up nacl. There was no report of injury or medical intervention.

Manufacturer narrative:
Correction: the date of event was reported as (B)(6) 2017. The actual date of event was (B)(6) 2017. The date received by manufacturer was reported as 06/22/2017. The actual date received by manufacturer was 06/20/2017. Date of event: (B)(6) 2017, date received by manufacturer: 06/20/2017.

Manufacturer narrative:
Results: a sample was not returned for evaluation, however, the customer provided a photo for investigation. A photo inspection revealed a broken cannula. The needle appears to have been bent to an excessive angle causing the breakage. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.